Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer's wife reported, the customer was getting a higher blood glucose reading. Customer's wife eventually called the paramedics for assistant. The paramedics took the customer reading and it read 31mg/dl compared to 88 mg/dl with customer's meter. The customer was treated with a can of coke and some yogurt. The customer was taken to a local medical center and diagnosed with hypoglycemia. The course of treatment at the medical center is unk.